Event description:
Pt's mother reported issues with last infusion. Pt's mother stated after drawing medication and connected all of the tubing there was a leak and 5ml of medication were lost. Pt's mother is not sure how this occurred but believed there was a faulty connector. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 3gm. Hizentra indication: disorder involving the immune mechanism, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ unknown. Is device associated with event available for return? ¿ unknown.